Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submnitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient terminated her ccpd (continuous cycler assisted peritoneal dialysis) treatment and presented to a local hospital emergency department. The patient was admitted and diagnosed with peritonitis. The pd rn stated that results of laboratory tests of the patient's dialysate were returned with a positive result of gram positive bacteria, staphylococcus infection caused by touch contamination.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The pd rn stated that results of laboratory tests of the patient's dialysate were returned with a positive result of gram positive bacteria, staphylococcus infection caused by touch contamination.